Event description:
The suspect meters exhibited variations in test results when compared against another lot of strips and the lab. The following result was reported: inratio = 2.5 (old strip lot) inratio = 6.5 (new strip lot) lab = 7.0 replacement strips shall be sent to the customer for further comparison testing. Further folow up to be performed.